Manufacturer narrative:
(B) (4). (B) (4). Eval summary. The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. Possible causes of blade damage including breakage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total colectomy procedure, the harmonic was tested and passed the test process, about 15 min into the procedure the generator gave an instrument error. Upon inspection it was found that the active blade had broken off. Another device was used to complete the procedure. There were no adverse consequences for the pt. Add'l info: rn advised that the blade had broken off at the mayo table when the rn was handling the shears. The broken piece had fallen amongst her instruments on the mayo table, unfortunately the scrub rn could not find the broken bit. The scrub rn was very sure that it had not fallen inside the pt.